Manufacturer narrative:
The referenced report of previous the percutaneous lead (driveline) repair is covered under medwatch MFR report #2916596-2017-00059. (B)(4). Approximate age of device ¿ 2 years and 4 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the grey sleeve on the percutaneous lead (driveline) replacement site has broken. There was no alarm for the event and the patient was asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced above the broken grey sleeve. No additional information was provided.

Manufacturer narrative:
Damage to the grey shrink tubing at the previous driveline repair site was confirmed through the evaluation of the returned portion of the driveline. A distal end percutaneous lead (driveline) replacement was performed by a technical services representative on (B)(6) 2017. Approximately 15 inches of the external portion/distal end of the driveline was returned. The returned portion of the driveline had rescue tape covering 9 inches through 11 inches from the metal connector. The grey shrink tubing was damaged 12 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed approximately 8.5 inches and 10 inches from the metal connector. A couple areas of shield breakdown were observed following the removal of the silicone jacket and clear bionate layer. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.